Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that a noticeable audible gas leak originated from the rear of the ventilator possibly from the oxygen gas intake hose/valve during ventilation of a patient. Reportedly the displayed expired tidal volumes and the displayed minute volumes were obviously erroneous and did not reflect the ventilators set parameters or patient parameters. The tidal volume was set to 600ml while the device displayed expired tidal volumes of 780-980ml. The patient was further sedated to ensure that patient effort was not contributing to the ventilation issue. The patient did not desaturate, but did become hypertensive (systolic up to 200mmhg) and did display some st segment elevation for a short period of time. The staff ensured that the vehicle oxygen supply was functional and manipulated the oxygen gas inlet hose to reduce the audible gas leak. During transport the gas leak reduced over time and eventually ceased. The displayed tidal volumes and expected minute volume continued to be above the expected value. It was reported that there was no negative patient outcome.

Manufacturer narrative:
The service engineer on site performed the device check according to specification and no failure was found. The logfile built the basis for the investigation at the manufacturer site. The user described a gas leak possibly from the oxygen gas intake. Also the log files showed several alarms for "supply pressure low." This alarm is generated in case the supply pressure falls below 1.8 bar, the minimum specified supply pressure for the device is 2.7 bar. The supply pressure was therefore temporarily out of specification, a statement how this affects the ventilation is not possible. Immediately before use no recommended device check was performed. It can be assumed that the gas leak would have been detected with this device check. In general a deviation in the flow measurement that would affect the calculation of the tidal volume can result from kinked flow measurement lines. The device would alarm according to the by the user set alarm limits. It was not possible to find the root cause for the described issue, the device alarmed and no technical failure of the device was found.

Event description:
Please see initial-report.